Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their right atrial (ra) lead was explanted and replaced due to "some problems". No patient complications have been reported as a result of this event.